Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the battery is only lasting a couple of days and the insulin pump alarms low battery or failed battery test with every battery change. The contacts are not missing or damaged and the battery compartment and spring are not damaged or corroded. The battery cap was cleaned and the customer inserted a new battery; she did not receive a failed battery test alarm. The battery indicator did not show less than 2 bars but the alarm history showed multiple low and weak battery alerts. A no delivery alarm was also found on (B)(6). Customer stated she had high blood glucose in the low 400 mg/dl range. Now she is normally between 250 and 280 mg/dl. The alarm was resolved by a complete set change. She experienced shortness of breath, tightness in her chest, weakness, headaches and nausea. Current reading is 115 mg/dl. During troubleshooting, she stated the device has a crack due to being dropped. Device would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.